Event description:
It was reported that during a procedure the device broke and cracked while being implanted. Pieces were removed and a new device was used to successfully complete the procedure.

Event description:
It was reported that during a procedure the device broke and cracked while being implanted. Pieces were removed and a new device was used to successfully complete the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The proximal end of the anchor remains attached to the insert. The peek anchor shell is broken right below the internal stainless steel ratchet component. Some of the peek shell is broken away around the ratchet. The nose cone, steel tip and half of the aperture are missing. It was reported that the patient in this case had very hard bone quality. The anchor was tested during in a variety of bone and bone analogs used to represent the majority of bone that the anchor would be inserted. However, it is possible that the bone in this case was exceptionally hard, and contributed to the failure of anchor breakage by placing excessive force on the anchor or not impacting the anchor perpendicular to the bone. The failure mode of anchor breakage was only able to be replicated when both user misuse and hard bone were present. Thus hard bone is considered a contributing root cause to the failure. The instructions for use, suggests to the user that a drill or awl may be used to aid in anchor insertion in cases of hard bone and the company representative indicated the surgeon did use a 6.5mm biozip awl. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.